Manufacturer narrative:
(B)(4).

Event description:
During patient intubation, the nurse noticed that the hose that ended in the ball is broken (it has a rupture). Patient was a (B)(6) (female) whose main diagnosis is pulmonary atresia with vsd. There was no information in the report regarding any required intervention. No patient harm was reported.